Event description:
Correction: the balloon rupture occurred with a 7x40mm armada, not a 5.0x200mm armada as initially reported.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. However, possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or lesion calcification. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the arteriovenous (av) fistula. The 5.0x200mm armada balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, a rupture occurred at 8 atmospheres. Therefore, the bdc was removed from the patient. Another same size device was used in the procedure. There was no adverse patient effect and no clinically significant delay reported in a procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.